Event description:
Voluntary medwatch form received notes that a patient's right ventricular (rv) lead exhibited low and out-of-range defibrillation impedance. There was a code triggered suggesting possible lead integrity issue. Reasonable evidence suggests that a replacement procedure was performed. No adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5168850.